Event description:
It was reported that during a lap appendectomy procedure, the staple cartridge ejected when it was fired. Cartridge was retrieved. No patient consequence. Got new one to complete procedure.